Manufacturer narrative:
No product was returned and thus an investigation could not be performed however the pumps operators manual indicates that the (upstream occlusion) sensor can either be turned on or off and may detect an occlusion within the medication cassette and/or on the upstream side of the pump (between the bag and pump). The pump displaying this message this does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that a when a patient returned home from the hospital the pump was alarming upstream occlusion. The user was instructed to silence the alarm, then to make sure that the clamps were open and no kinks were present in the tubing. User was instructed to ensure that the spike was fully inserted into the medication bag. The pump continued to alarm. Batteries were removed and replaced, the pump was powered back on, however, the pump continued to alarm. Patient was instructed to call the anesthesia team for further instructions. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2022-22748. The report was submitted in error., corrected data: corrected information provided in h10.